Event description:
Patient reported that the back to back test readings obtained on the ss meter using separate finger sticks were 160 and 96 mg/dl. Patient stated they were anemic and felt that was having symptoms of low sugar (shaky, headache, nausea). Control solution test reading (130) was in range (96-144). Lfs representative reviewed meter calibration, coding, control testing and cleaning with patient. The meter was replaced. No harm was alleged.